Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed repeated ¿alert 60 ¿ ble board communications error¿ despite multiple guided restarts, and the user was instructed to discontinue use and arrange a replacement while using backup therapy; the user stated they had not used the ilet for insulin delivery, and blood glucose levels were not affected. No adverse clinical effects reported. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a persistent communication malfunction associated with the device¿s ble board, consistent with a hardware-related alarm that was not resolved by restart. The complaint was able to be confirmed visually and linked to a faulty hoverboard. However, a specific component on the hoverboard was not able to be identified. The device was retested on an ipx8 leak test system and was flagged for a leak, but no corrosion or evidence of liquid damage was seen inside the pump. During troubleshooting it was noticed that the capacitive touch button began to behave sporadically. The hoverboard shall be replaced.